Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that drawers were not detected on bus. A field service engineer (fse) had booted up the station, and drawers 3.1 and 3.2 were detected on the bus, but the pockets in drawer 4.2 were not detected. Later, the fse found that the enhanced half-height drawer 4.2 had been failing multiple times. The fse powered off the station, replaced the damaged retractor band, and re-seated the row board cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.